Manufacturer narrative:
Other relevant device(s) are: product ID: hg-16-62-28, serial/lot #: (B)(4), ubd: 31-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device with a non-mdt stent graft system which was implanted in the patient for the endovascular treatment of a type ia endoleak in a 64mm aaa. Approximately 6 months later, it was reported that the patient had a seroma in the right groin and was experiencing increasing pain in that area. The patient was treated with medication and puncture of the area and recovered two weeks later. The event was assessed as probably related to the procedure. No additional clinical sequelae were reported and the patient is fine.